Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) due to spinal canal stenosis at l4-5. Intra-op, the spring part of the product was loosened and exposed. During extending at olif, while placing the retractor blade after dilator, the flexing handle of the flexible arm was rotated many times. While checking the joint, it was found that the spring part loosened. There was a delay of less than 60 min in overall procedure time.